Manufacturer narrative:
Correction: d3 has been updated. The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias8-120lp, 8 mm access port & low profile obturator, was being used during an unknown procedure on an unknown date when it was reported, ¿customer stated the sound cap seals broke off during both procedures when introducing the instrument into the port. No patient injury was reported in either case and there was no delay. Procedures were completed successfully with no further issues.¿. Further assessment found that the device did fragment and fall into the surgical site. The fragment was retrieved, and the surgery was completed. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, ias8-120lp, 8 mm access port & low-profile obturator, was being used during an unknown procedure on an unknown date when it was reported, "customer stated the sound cap seals broke off during both procedures when introducing the instrument into the port. No patient injury was reported in either case and there was no delay. Procedures were completed successfully with no further issues." Further assessment found that the device did fragment and fall into the surgical site. The fragment was retrieved, and the surgery was completed. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.